Event description:
It was reported that the physician was not able to view patient's recent interrogations on their handheld. Troubleshooting did not resolve the issue, therefore, the handheld is being sent to manufacturer for analysis.